Manufacturer narrative:
(B)(4).

Event description:
Covidien received info stating that an 840 ventilator had a loss of communication between the graphic user interface (gui) and the breath delivery unit (bdu). The ventilator was not in use on a pt at the time the malfunction occured. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended replacing the bdu. The customer reported to have conducted all tests and the device passed. Covidien was not authorized to service the device.